Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the touch screen on the vela ventilator is frozen and will not let them make changes. The customer advised there was no patient involvement associated with this event.